Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the reason for mesh implantation: urinary stress incontinence anesthesia type: general anesthesia procedure (s) performed: urotex (must be uretex) tension-free urethral sling procedure complications post uretex placement: in 2007: urinalysis showed 1+ wbc, 1+ bacteria. Assessed with acute cystitis. Ordered for urine culture and sensitivity. Prescribed macrobid 100 mg, detrol la 4 mg. In 2008: intra venous pyelogram(ivp) showed moderate-sized cystocele seen on the postvoid upright study. In 2008: on exam moderate cystocele and rectocele. Underwent left extracorporeal shock wave lithotripsy initial treatment for left kidney stone under general anesthesia in 2014: had pelvic pain, vaginal discomfort, palpable mesh, worsening urgency incontinence and overactive bladder symptoms. On exam vaginal with palpable mesh (sling material) and erythematous granulating tissues. Assessed with erosion of implanted vaginal mesh and other prosthetic materials to surrounding organ or tissue, stress incontinence. Planned for sling removal or revision. Mesh revision surgery: in 2015: underwent urethral sling removal, urethrolysis for pelvic pain, urethral sling erosion under general anesthesia.